Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with sterile breach. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo was submitted for review. DHR reviews were performed on the following lot numbers: 7282659; the lot number was built on afa line 5 from 13oct2017 thru 18oct2017. Packaged on packaging line 11 from 15oct2017 thru 18oct2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number: 7299847; the lot number was built on afa line 2 from 31oct2017 thru 05nov2017. Packaged on packaging line 8 from 08nov2017 thru 06nov2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. The photo submitted for review displayed four packages partially opened at the top of the blister pack. The product characteristics require a minimum of 1/8¿ seal transfer. The key variables that affect seal strength are: seal transfer/width and paper top web glue. Per the photo submitted for evaluation; these variables could not be conducted. Root cause for the incident was indeterminate. There was not sufficient evidence in the photo to determine if all the process characteristics that directly influence the seal strength (seal transfer and paper top web glue) were met. Confirmed the units, per observation of the photo, were acceptable. Bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. CAPA: 48637 was opened to investigate the package seal integrity complaints and implement corrective actions.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7282659, medical device expiration date: 2020-09-30, device manufacture date: 2017-10-09; medical device lot #: 7299847, medical device expiration date: 2020-09-30, device manufacture date: 2017-10-26. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with sterile breach. There was no report of injury or medical intervention.